Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient's cause of death was determined to be severe vasoplegia and acidemia. An autopsy was not performed. The hospital reportedly did not believe that the patient's death was device or therapy related, and according to the heartfailure (hf) cardiologist, the lvad was functioning as intended. All the patient's equipment was reportedly disposed of.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the lvad was not available to be returned for evaluation. The lvad was reportedly functioning as intended at the time of this event. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event; however, the device's approved labeling lists right heart failure as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the pt expired. Cause of death is listed as "rv failure".